Event description:
It was reported that patient¿s insulin pump did not charge properly and remained stuck at 35 percent even while plugged. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging and customer declined to further troubleshoot with technical support.